Event description:
The dreamstation auto CPAP device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam degradation. The device was scrapped by the service center after the evaluation was completed.